Manufacturer narrative:
Evd catheter (ID 821745 ) has been returned for evaluation. Failure analysis - the "evd" connector was visually inspected, a defect was noted. The connector is broken. The complaint was confirmed. Root cause - the possible root cause for the issue reported by the customer, could be due to improper handling of the device in view of the broken connector. As noted in the warnings in IFU: fibrous adhesions may bind the bactiseal evd catheter to the adjacent choroid plexus or the ventricular wall. Gentle rotation may free the catheter. Do not remove the catheter forcefully.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "the ICU staff development nurse was doing bedside teaching with the allocated nurse regarding evds and how to check the connections. Apparently, the above connection which is at the end of the indwelling evd catheter, and the monitoring system came apart in the nurse's hand. The evd was inserted on (B)(6) 2023 in theatre, incident occurred/reported on (B)(6) 2023. Medical staff informed, and medical staff removed broken connection and connected a new connector, from a new csf external drainage system to provide affective monitoring and drainage seal." Follow up 7 days post incident and the patient did not presented signs and symptoms. The patient condition is improving post discharge from ICU.